Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed however the posterior gripper would not lower. The cds was retracted to the left atrium (la) and troubleshooting performed however the gripper still would not work. The cds was removed and replaced with 2 clips, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.